Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 247 mg/dl. Prior to the event, the customer's blood glucose reading read high on the glucose meter. The customer got it down to the 240 mg/dl range, but she had ketones and was vomiting. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.